Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) via a manufacturer representative. It was reported that the patient¿s stimulation turns on/off by itself once in a while. It was reported that the ins recharger (insr) showed a picture of a doctor and a phone. It was noted that impedances were within normal limits and the battery was at 50% charge. The issue could not be replicated when the manufacturer representative met with the patient. No symptoms or complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the stimulation turning off was due to the ins being overdischarged. The ins was replaced as a result and the old ins was sent to the manufacturer for analysis. No further complications are anticipated.